Event description:
It was reported that the patient recharged the device about 2 days prior to the report and the battery was already at 75%. It normally took 5 days to go down to 75%. There hadn¿t been any changes in usage nor had there been any accidents, fall or trauma. The device reportedly ¿pushed up¿ when the patient was sleeping on her chest. Follow-up with the patient's healthcare provider (hcp) indicated that the cause of the event was unknown. There were no abnormal impedance measurements and no surgical revision was required. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported on (B)(6) 2013 that the patient had to recharge more frequently about 1-2 months post implant. She saw a company representative around (B)(6) 2013 and then again about 3 weeks ago. Her implant was checked and everything checked out fine. It was noted that the recharger was not checked.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).